Manufacturer narrative:
Additional information was added to h4, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (3) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the infusion hole. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.